Event description:
It was reported that the patients ipg flipped causing charging difficulties. It was also noted that the patient experienced absence of therapy and worsening of pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned due to hospital policy.